Event description:
A medwatch report (mw5115665) was reporting the following: stryker gamma3 nail broke approximately 3 months after surgery for a comminuted upper/inter trochanteric right hip fracture after a fall. After surgery, the patient was given clearance that she could lie on the affected post surgical side in bed. She then did so and felt pain (level of 7, on a scale of 1-10) and moved back onto her back. Subsequently, an x-ray revealed the broken nail. Rather than try to fix the bone, the orthopedic surgeon (not the surgeon who performed the first surgery) opted for a hip replacement to try and ensure a better outcome. A second opinion was sought by the patient and both surgeons independently agreed on the hip replacement option. The original surgeon told the patient that he had an extremely hard time getting the nail inserted due to her extra hard bones. The 68 year old patient had no history of ever having a broken bone prior to this.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.